Event description:
An intra-aortic balloon pump was alarming "gas leakage" as soon as the balloon catheter was inserted. Another intra-aortic balloon catheter was placed successfully. There were no pt complications involved. The device has not been received for evaluation. All catheters are 100% leak tested during production. Co believes this problem occurred external to the mfg process. However, without evaluating the device co cannot determine the exact cause for this event.